Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high threshold measurements. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high threshold measurements. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information received which indicated that the suspected cause of the high threshold is micro dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. In addition, the laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high threshold measurements. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information received which indicated that the suspected cause of the high threshold is micro dislodgement.